Manufacturer narrative:
The user facility contacted steris following the event to request a steris service technician perform the necessary repairs to the surgical table. The steris technician replaced the table's slide motor, gear assembly and slide-sensor. The technician tested the table, confirmed it was operating according to specification, and returned the table to service. Steris has made multiple requests for the replaced table components to be released and returned to steris for engineering analysis; however, the facility has not responded. No further issues have been reported.

Manufacturer narrative:
A steris service technician arrived at the facility to obtain additional information regarding the event. The steris technician's initial inspection revealed the table's slide motor and gear assembly was damaged and required replacement. The table was installed on september 15, 2011 and is not under a steris service contract. The table is maintained by the facility's third-party biomedical service provider. The investigation of this event is currently in process. A follow-up will be submitted once additional information becomes available.

Event description:
The user facility reported that during a patient procedure, with the table positioned in trendelenburg orientation, the tabletop slid in a downward direction uncommanded. No injury or procedural delay or cancellation was reported. Reference medwatch 0600010000-2015-8054.